Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer skin graft mesher does not mesh with the 1.5 cutter. No additional clinical info was received prior to this report.